Event description:
The user facility reported that the grasper failed during a laparoscopic nissen procedure with a broken jaw being retrieved from the pt. The instrument broke while being withdrawn from the trocar. The piece was retrieved without need for x-rays, but discarded and not submitted with the instrument. Further info has been requested. The instrument is estimated to be 5-6 years old.